Event description:
Pt scheduled for removal of silicone breast implants bilaterally and right axillary lymph node dissection. It was discovered that the implants had ruptured at some point in time after implantation. The original procedure for these implants was in 2006. The surgeon felt the implants were defective and requested be sent back to manufacturer (mcghan). Notes from the operative report: "once into bilateral capsule noting some fluid, actually more fluid in the right than the left, somewhat cloudy, no signs of infection, but the skin suspicious looking fluid. The right-sided breast fluid was sent for cytology, bilaterally noted the implant showed signs of rupture, specifically very sticky silicone substance noted bilaterally, both implants were otherwise partially intact. They were removed."